Event description:
It is reported that the pt was revised due to pain and noise. During the revision, the articular surface was found to be broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.